Event description:
The customer reports the statview pager received two low heart rate alarms but the pt continued to have low heart rate and a brady event and the pager did not alarm for these events. The pt expired.